Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse could not dispense one medication because it was grayed out. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse was not able to dispense one specific medication, as it was grayed out. A technical support specialist (tss) documented that contact was made with the pharmacy to review the reported issue. The tss confirmed that the problem was related to a specific medication, noting that the medication identification was changed within the epic system while an active order was still received for it. This mismatch resulted in the medication appearing unavailable for removal, preventing the user from dispensing it for the order. The system functioned as intended after the technical support specialist inspected the issue.